Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead exhibited a drop in pacing impedances from 456 to 295 ohms, and the right atrial auto threshold (raat) test was in suspension due to low evoked response (ER). The health care professional (hcp) called technical services (ts) for review of the presenting electrogram (egm) due to suspicion of loss of capture (loc) or dislodgement. Ts reviewed the egm and was unable to confirm ra lead capture and recommended for additional lead testing for further evaluation to be performed. At this time, this ra lead remains in service. No adverse patient effects were reported.